Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the oesophagus during a per oral endoscopic myotomy (poem) procedure performed on (B)(6) 2023. During the procedure, the clip successfully deployed, but when it fired, it sprang open again. The clip fell off in an open state. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code (B)(4) captures the reportable event of clip falls into the patient in an open state at the oesophagus.